Manufacturer narrative:
Initial reporter phone number (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was power broken. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper use of the safety lock which caused the blades to break which in turn did not allow the motor to rotate. This is further classified as misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection, it was observed that the motor device hand piece did not rotate when the foot pedal was activated and had a faulty internal component. It was further reported that there was a faulty internal component. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.